Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned polaris 5.5 driver (pn 2000-9061) for the failure of tip fracture. Medical records were not provided for review. Device evaluation: visual inspection revealed the tip has fractured off. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a driver tip broke off during final tightening. The broken tip was retrieved and discarded. Another driver was used to complete the case. There was no reported impact on the patient.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a driver tip broke off during final tightening. The broken tip was retrieved and discarded. Another driver was used to complete the case. There was no reported impact on the patient.